Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the contact reported that the insulin gauge began to decrease as expected. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 300 units, and the insulin gauge displayed 100 units and remained static. There was no impact to the customer's blood glucose level.